Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the device had high outputs due to the left ventricular lead high threshold. The device was removed and replaced, and the lead is still in use. No patient complications have been reported as a result of this event.